Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally and tested but the customer reported complaint was unable to be confirmed. The cause of the issue is unknown. Upon further investigation, it was found that the downstream occlusion (dso) seal was peeling. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is over infusing. There was unknown patient involvement.